Event description:
A malfunction alarm was reported but did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer service provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support again if the malfunction reappeared.